Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients leads had migrated. Surgical intervention took place where the patients lead was explanted and replaced. Related manufacturer reference number: 3006705815-2022-17368.